Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to the hosp for high blood glucose levels. The customer stated that she was found unconscious and the pump had no battery in it. The customer's dr indicated he was unsure as to what happened but she may have suffered a stroke prior to hospitalization. No further details provided.